Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no back lighting due to faulty el panel on lcd board. The insulin pump was received with minor scratches on lcd window.

Event description:
It was reported that the backlight on the insulin pump does not turn on. Customer changed the battery but anomaly persist. Customer was advised to changed the infusion set and reservoir and call back if alarm recurs. Nothing further reported.